Event description:
It was reported that the collimator cover on the 9800 system was cracked. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator cover and gasket were replaced during the service call. The system was tested and found to be working as intended and put back into service.